Manufacturer narrative:
Other relevant device(s) are: product ID: 305901, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that had  blood on  their gauze. Support link advised for her to reach out to her clinician. Patient stated that they changed to  their right side this morning, stimulation is at 2.1. She said the only place they  can feel this is in their lower back and is  afraid the lead may have moved. No further complications were reported/anticipated at this time.